Event description:
It was reported that the implantable pulse generator (ipg) device triggered elective replacement indicator (eri) and the device was programmed back to dual chamber, but the battery voltage was not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, implanted: (B)(6) 2001. (B)(4).